Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that high impedances were measured with the patient¿s lead, except with electrodes #0, #2, and #6. The patient was reprogrammed to use electrodes #0, #2, and #6 as a result of the event; however, the issue remained unresolved at the time of report. It was noted the patient¿s lead was in use in their cervical region. There were no surgical interventions planned or performed and the intractable pain patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s stimulation output could not be adjusted because the high impedances involved their existing settings. It was noted that only the high impedance issue was confirmed and that the ¿cause was unknown.¿ no further actions or interventions had been taken to address the high impedances other than reprogramming as of (B)(6) 2018. The patient reported ¿felt a little unsatisfactory¿ at the time of follow-up. No further complications were reported or anticipated.

Manufacturer narrative:
Please note that section '"product problem" has been updated at this time. If information is provided in the future, a supplemental report will be issued.